Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage, inspecting and cleaning the diaphragm, and disassembling, inspecting, cleaning and reassembling the kit and tubing set. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 01/04/2019, the customer confirmed that she developed mastitis on (B)(6) 2018 and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and the mastitis was resolved, but she still had a few clogged ducts that she was trying to clear by pumping and using compresses. The customer declined contact by medela clinical staff because she had already spoken with her doctor regarding her issues. The customer was contacted multiple times by a complaint handler, including in writing, to confirm if the clogged ducts had cleared, with no response as of the date of this report. The device was evaluated with the customer's parts/accessories as received, and it passed vacuum and cycle specifications, but it was noted during the evaluation that the vacuum test yielded lower results with the customer's kit compared to the initial vacuum test conducted during the device production. The vacuum test was then conducted using a lab kit with the customer's pump and it passed suction and cycle specifications. In this case, it was also noted in the evaluation that the customer's connectors, 27mm breast shields, and valves had residue on them and the customer's membranes were not laying flat. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The pump in style instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her pump in style breast pump had low suction. She additionally alleged that she went to the doctor and was diagnosed with mastitis.